Manufacturer narrative:
Before use, while inflating the balloon of a 5f mynxgrip vascular closure device (vcd) it was torn. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1925902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The cause of the balloon loss of pressure was a longitudinal tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors such as excessive force, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported that before use, while inflating the balloon of a 5f mynxgrip vascular closure device (vcd) it was torn. There was no reported patient injury. The device will be returned for evaluation.